Event description:
During an endoscopic biopsy procedure, the physician used a cook endoscopy captura serrated forceps with spike. The user reported resistance in pulling the forceps cups from the biopsy site and the biopsy area was reported to be larger than expected. The physician commented that "more bleeding" was observed. The procedure was finished with these forceps and the reported "more bleeding" at the biopsy site did not require medical attention. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of the type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The instructions for use direct the user to advance the forceps into the tissue at the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. The size of tissue sample or biopsy to be excised can be controlled by how the user advances and handles the forceps. Prior to distribution, all captura serrated forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and involves an inherent risk of the procedure. The complaint risk priority number (crpn) for this type of occurrence has been calculated, based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.